Event description:
Caller reported a malfunction on pump identified by a malfunction code "malf 0," and there was no information about any notable events occurring prior to the malfunction. The impact on the customer's blood glucose level was not specified. There was no indication of whether the level exceeded 500 mg/dl. In response, a customer service team (cts) assisted the customer in resetting the pump, which temporarily resolved the issue as no recurring malfunction code appeared. Despite this, cts decided to send a replacement pump due to a potential future malfunction. The customer was advised to consider a backup insulin therapy method and provided with instructions for returning the faulty pump and handling the new unit upon arrival. The customer acknowledged and complied with all instructions.